Event description:
It was reported that the impedance on the right ventricular (rv) coil of the lead had been slowly rising over time. Possible lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 7232cx implantable cardioverter defibrillator 2004-(B)(6). (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) coil of the lead had been slowly rising over time. Possible lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert, hvb-hva lead alert occurred on (B)(6) 2013. Svc (hvx)) lead alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.